Event description:
It was reported that pump battery would not charge even though customer was using original tandem charging cable, wall adapter, and a confirmed working outlet, and no power source alert was present in pump history. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes, pump began charging, pump did not shut down, and no further assistance was required from technical support.